Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that they encountered a placement signal issue with the automated impella controller (aic). It was noted that there appeared to be an ao drift. Aic ao placement signal was 15-20 points off aline reading. Ao placement reading was 75/35(49) while aline reading was 127/48(63). There was no patient harm. This is one of two related reports. This report represents the automated impella controller and another report will be submitted to represent the pump. Refer to section h10 for the related report number.

Manufacturer narrative:
D4: corrected lot number and UDI. D9: updated devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: reported placement signal drift on (B)(6) was unrelated to the console.